Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that keypad was unresponsive. Blood glucose was 130 mg/dl. Troubleshooting was performed. Customer also reported that insulin pump was not working and the scroll bar was moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with pillowing keypad overlay. All buttons functioning properly no damage on the keypad assembly. (B)(4).